Manufacturer narrative:
(B)(4). The complaint device was not returned by the customer; therefore, no product analysis could be performed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that diagnostic catheter stuck over the guidewire and catheter crack occurred. The target lesion was located in the celiac trunk. A 65/038 imager ii angiographic catheter was selected for use. During splenic embolization procedure, the imager ii angiographic catheter was inserted over a non bsc guidewire without any resistance felt. However, when the physician attempted to advance the imager ii angiographic catheter tip towards the celiac trunk, it was noticed that it became stuck into the non bsc guidewire. Hence, while retrieving the imager ii angiographic catheter over the existing non bsc guidewire out from the patient's body with a gentle force, a kink and a crack was observed some centimeters (cm) from the tip; near the curve part of the imager ii angiographic catheter. The whole imager ii catheter was removed and no pieces of it was left in the patient's body. The procedure was completed with a different device. No patient complications were reported.